Event description:
The customer reported the device is broken/damaged. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, rear door, barrel clamp, module key lock label, and left/right iui. A review of the device history record for sn (B)(6). Was performed from date of manufacture 09/10/2018 to present date 01/08/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to damage/wear of the cover front pca. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(6) for iui's.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device is broken/damaged. No patient involvement.